Event description:
During a surgical procedure, a surgical light was pointed toward a physician's surgical gown. The gown began to emit smoke. This was noticed quickly and action taken to prevent a fire. There was no harm to staff or patient.